Event description:
It was reported to hamilton medical ag, that: the customer had a breathing circuit set (pn 260128 / ln 201529) issue where a patient was ventilated appropriately for the majority of their trip, and then a "expiratory occlusion" alarm occurred. The patient had to be bagged for a few minutes before getting to the hospital. No patient harm or change in vitals. Patient involvement with medical intervention (bagging), but without patient, user or third party harm was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is ongoing. Hmag reference number: (B)(4) FDA reference: (B)(4).